Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that during a routine follow-up, this right ventricular lead exhibited high pacing thresholds and was confirmed via x-ray, to have dislodged. A revision was performed and the lead successfully repositioned. No resulting adverse patient effects prior to, nor during the revision procedure. To date, this lead remains implanted and in service.